Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that the shaft of truespan peek broke during the procedure. The complaint device was received and evaluated. Visual observations confirm that the shaft was broken. In addition, the sleeve was deformed. In other hand, the suture and implants are inside of the needle. A manufacturing record evaluation was performed for the finished device lot number: 6l68115, and no non-conformances related to the reported complaint condition were identified. The device was opened to review the internal components. As result, the needle was detached from the shaft, and the needle and the push main road were bent. The complaint can be confirmed. As per IFU-113244, using a calibrated probe, measure the width of the meniscal tissue to be repaired. Set the adjustable depth stop to minimize tissue penetration depth, as desired. Depth stop is preset at 18 mm. The possible root cause for the reported failure can be attributed to an excessive force/levering applied on the device during the procedure or can be associated with the tissue was penetrated at undesired depth, any of the aforementioned factors or a combination of factors could possibly lead to this failure. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in japan that during an unknown procedure performed on (B)(6) 2020, it was observed that the shaft of truespan peek device broke before pulling the first trigger while the surgeon was looking to place the implant. It was reported that there were no pieces left in the patient's body as it was confirmed by x-ray. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. The device was brand new and the first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the device broke before pulling the first trigger while the surgeon was looking to place the implant. It was reported that there were no pieces left in the patient's body as it was confirmed by x-ray. The event description has been updated accordingly.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure performed on (B)(6) 2020, it was observed that the shaft of truespan peek device broke. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. The device was brand new and the first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.